Manufacturer narrative:
The iol was returned for analysis and the reported complaint could not be confirmed. Iol returned posterior surface up instead of anterior surface up in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is scratched/marked-rejectable. The root cause for the reported complaint could not be determined. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed haptic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the patient experienced zonular dehiscence after the lens was implanted in the eye. The iol was removed and replaced with a multipiece lens to complete the procedure with no patient harm reported.